Event description:
It was reported that at routine follow-up, noise was observed on both ventricular and atrial channels. Device was explanted and replaced. Leads tested normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.